Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the left ventricular (lv) lead implant, after slitting the guide catheter, the lv1 impedance increased and the threshold rose. It was noted that before slitting the guide catheter, the lv1 impedance was within normal measurement range. During the slitting process, the slitter came off the guide catheter, causing the lv lead to become trapped in the gap of the guide catheter and bend excessively. Subsequent measurement with an analyzer showed the lv1-lv2 impedance increased to high measurement, with the threshold rising and high. To verify, unipolar measurements of lv1 and lv2 were taken, showing lv1 at high measurement and lv2 at normal measurement range, suggesting damage to the lv1 electrode and lead fracture was suspected. As a result, the continued use of the lv lead was abandoned, and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.